Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of patient anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available information does not indicate evidence that the device contributed to the observed type ii endoleak. Please note other devices implanted were pxc141200/(B) (4) and pxl161407/(B) (4).

Event description:
On (B) (6) 2005, the patient was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. In (B) (6) 2008, computed tomography showed the aneurysm measured 5.8 cm. On (B) (6) 2009, computed tomography showed the aneurysm measured 6.8 cm. On (B) (6) 2009, computed tomography showed a type ii endoleak at the lumbars.